Manufacturer narrative:
Date of event¿ is estimated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Related manufacturer reference numbers: 1627487-2020-04708, 1627487-2020-04709, 1627487-2020-04710, 627487-2020-04711, 1627487-2020-04712, 1627487-2020-04713. It was reported that patient was in a car accident and experienced ineffective therapy. Diagnostic testing revealed that multiple contacts of the supra-orbital leads had invalid or low impedance. It was also reported that the patient did not recharge the ipg as recommended. In turn, the ipg became inoperable and the patient lost therapy. As a result, surgical intervention occurred to explant and replace the system to address the issue.